Event description:
It is reported that a customer had exposed their insulin pump to moisture from the pool water after swimming. The customer has a blood glucose level of 260 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. No unexpected battery out limit alarm or blank display was noted after the battery change. The insulin pump had moisture damage on the display and mother board. The insulin pump had minor scratches on the display window, cracked display window corner and cracked battery tube threads.